Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk lot # unk description: accolade femoral component, cat # unk lot # unk description: ceramic insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's event.

Event description:
Stryker (B)(4) received a letter from a solicitor who reported that their client underwent a full hip replacement (left hip) on the (B)(6) 2008. It was added that their client started to continuously experience pain since (B)(6) 2010 and has undergone further treatment. It was further reported that the device was a trident psl prosthesis for the acetabular component and an accolade tnzf femoral component and that the inserts were ceramic.